Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software, product ID: hh90t01, serial# (B)(6), product type mobile: platform, section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding the patient's external device. The patient reported that their home infusion nurse came out to refill their pump and changed the time on the pump to account for daylight savings. The patient stated that the nurse was going to push the bolus at the end of the refill, which was what they did every other time, but when the nurse finished reprogramming the pump/personal therapy manager (ptm), they locked the patient out for 3 hours, which was their normal lockout. Patient stated before the pump refill/pump time update, they had 15-16 minutes left in their lockout. The home infusion nurse told the patient to call medtronic to find out what they were supposed to do because they had several other pump refills today. Patient stated their pain was 'reasonably controlled right now,' and stated there were no adjustments made at this refill today, because if there were any adjustments needed, the doctor would have patient come into the office for that. While on the call, the patient was able to connect to the pump. Patient mentioned the percentage would sit at 90% for a moment but stated it 'normally connects really well'. Patient stated they bolused at 11pm last night (which was midnight today due to bolusing before pump time was updated), 3am and 6:16am. Patient's therapy details: 4 boluses left today locked out: lockout duration in effect bolus duration: 2 min lockout duration: 3 hours bolus restriction window: 1 bolus / 3 hours boluses per day: 7 current lockout: 1 hour and 58 minutes expected refill date, december 22, 2024. Patient stated this made sense because when they've had refills in the past, and nothing was done/changed for a refill, they had not seen a lockout duration after the refill. Patient stated pump medication was 'mitigo, which is straight morphine.'